Event description:
The customer reported the observation of a patient sample with results which were not flagged with the atypical lymphocytes (atyp) morphology flag on an advia 2120i analyzer. The patient results were reported to the physician(s) without the flag, and the physician(s) questioned the results. The customer performed a manual reading of the slide and found 6% atypical lymphocytes and the report was rectified with this result. The patient sample was repeated on the same instrument, and upon repeat the atyp flag again did not appear. There are no known reports of patient intervention or adverse health consequences due to the un-flagged inaccurate patient results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report patient sample results that were obtained on an advia 2120i analyzer which were not flagged for atypical lymphocytes as expected based on manual slide review. Quality controls (qcs) and maintenance were evaluated and no inadequacies were found. For troubleshooting purposes, 7 samples which had produced a flag (atyp+) on another advia 2120 instrument at another site were tested on this instrument and flags appeared on both instruments for these samples. Siemens evaluated this issue and provided the following conclusion: the advia 2120i analyzer operators guide (067d0157-01 rev. 05) contains the following description for the atypical lymphocytes morphology flag (atyp): "an elevated %luc value on the perox cytogram may be due to the presence of large atypical lymphocytes, blasts, and/or other large abnormal cells that are peroxidase-negative. Large lymphocytes are defined as those that are larger than the typical lymph population. Blasts are classified independently on the baso cytogram. When the %blasts is subtracted from the elevated %luc value, the remaining percentage is due to atypical lymphocytes. This flag is triggered if %luc is 4.5 or greater and %luc is greater than %blast by 1.5 or more." Reviewing the customer data provided for ID 246318040, %luc for the first run was 3.2% and the rerun was 2.7% both values do not meet the triggering level of 4.5% for atyp thus no flag was triggered. Therefore, there is no evidence of an instrument/software issue. Additionally, reviewing the comparison data from the two sites atyp +flagging show agreement at the two sites. Siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors between the manual slide review and the instrument flagging. The advia 2120i analyzer is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.